Event description:
Place temperature sensing foley catheter after patient arrived in or [redacted]. Patient was awake and could not be given relaxing medication due to health concerns, foley was place with assistance of scrub tech, to help hold patient's legs. Foley placed and balloon filled with 10 ml saline urine return noted and tested that foley was secure. Patient after 10 minutes stated needed to urinate, told patient foley in place and to go as needed. Patient stated felt was peeing on self. Checked foley area and noted urine on bed. Re-checked foley placement seemed secure, rechecked balloon content by withdrawing saline and noted only 5 ml present. Foley removed and patient re-prepped and new foley placed, and balloon filled with 10 ml saline.